Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the system functioned within specifications. No issue was reported. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the system became unresponsive while archiving a patient. The site rebooted the system and when the archive was attempted again it became unresponsive a second time. The medtronic representative was unable to reproduce this issue. No patient was present during the time of the reported incident.